Event description:
Olympus was informed by the user facility that the customer high definition camera head "e216 error, when plugged into the machine, won't communicate with tower" which occurred during preparation for use. No patient injury or harm was reported to olympus. The device will be returned for service.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific root cause of the event could not be determined at this time as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device